Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the patient believes the device delivered more veletri than requested. The flow rate is 1ml/h, the patient received 1.8 ml in 1 hour, and the patient felt palpitations. Veletri therapy - pump flow rate 1.100 dose per session 3 mg.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.